Event description:
Reporter indicated that the site's dell handheld computer is freezing following interrogations. The handheld would also display a "set date and time" error message even though the date and time have already been set. Troubleshooting did not resolve the event. Attempts to retrieve the product are being made.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.